Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was posted on the medtronic (B)(4) page that the customer was unhappy with the performance of his continuous glucose monitoring sensors. A phone call reaching out to him was made. His blood glucose was 293mg/dl at the time of reporting. He stated that he was unhappy with the state of insulin therapy technology and that his sensors gave significantly inaccurate readings. He was advised to contact his doctor about changing the type of sensor he used. No equipment was returned. No additional information was reported.